Event description:
It was reported that a customer had passed away on (B)(6) 2025. The cause of death was unknown. Reportedly, the pump history showed that the customer loaded a cartridge with 65 units of insulin and did not deliver a bolus, however the cartridge was found empty. The customer was wearing the pump at the time of death. Multiple attempts were made by tandem technical support to obtain additional information; however, no additional information could be obtained.